Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient's pump was exchanged due to suspected thrombus. The patient remains ongoing on the new lvad.

Manufacturer narrative:
The pump was returned to the manufacturer assembled with the percutaneous lead (lead) cut approximately 8" from the pump housing. The remainder of the lead was returned in one segment with the previous perc lead repair present on the lead. The inflow conduit, outflow graft, and outflow graft bend relief were not returned. The outlet elbow was returned attached th the pump outlet port. Examination of the distal-side of the inlet stator revealed a small tissue-like thrombus formation adhered surrounding the inlet bearing cup. Although it appeared to be in the early stages of development, the thrombus appeared to form in laminated layers and showed some areas of denaturation, which is an indication that it developed on the bearing over an undetermined amount of time while the pump was supporting the patient. Examination of the rotor inlet fund depositions on the rotor blades on the proximal end of the rotor. Similar depositions were present on the interior of the blood tube and on one of the outlet stator blades. These depositions showed evidence of lamination and denaturation, indicating that they were present while the pump was supporting the patient; however, the duration in which they were present in the pump could not be determined. They did not appear to originate in these locations but appeared similar in structure to the thrombus formation found on the inlet bearing cup, which suggests they may have originated on the inlet bearings. Examination of the rotor outlet revealed a tissue-like deposition wrapped around the outlet bearing ball and cup. The deposition lacked laminated layering which suggests that it did not develop in this location. Although its specific origins could not be determined, the deposition showed areas of denaturation indicating that it was present while the pump was in operation; however, a duration in which it was present in the pump could not be determined. The pump bearings, rotor and blood contacting surfaces were examined under a microscope and no anomalies were observed that would have contributed to a functional issue. Electrical continuity testing of the percutaneous lead did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions according to our manufacturing procedure using a mock circulatory loop. The data retrieved from our testing revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process, and the pump functioned as intended. A review of the device history records revealed the device met all applicable specifications upon product release. No further information is available. The manufacturer is closing its file on this event.